Event description:
It was reported that during the loading sequence the cartridge was found to be leaking at the septum and leaking at the o-ring on another cartridge. There was no reported adverse impact to customer's blood glucose. Customer completed the loading sequence using another cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.